Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticm512.6, -4.50/4.5/014 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). Patient contact with no patient injury was reported. On (B)(6) 2023, a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).